Event description:
It was reported that the patient experienced no stimulation sensation. The patient didn¿t know exactly when she stopped feeling stimulation but noticed it on friday. The patient¿s amplitude setting was at .7v on program 2. At the time of the report, the patient tried all programs, increasing stimulation on each one up to the limit of 8.5v, and did not feel any stimulation. The patient did not understand why stimulation just ¿stopped like that.¿ the patient reportedly ¿never messed around¿ with the programming and had always felt stimulation at 0.7v. The patient was frustrated with the device and wouldn¿t have gotten it if she knew ¿this was going to happen.¿ if additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va02kfx, implanted: (B)(6) 2012, product type lead. (B)(4).